Event description:
It was reported that balloon ruptures occurred. The patient presented with chest pain. The first 90% stenosed target lesion was located in a severely calcified and severely tortuous vessel. Following use of a lithotripsy balloon, a 2.75 x 15mm nc emerge balloon was introduced for post dilation of a heavily calcified stent, but after 3-4 inflations, the balloon ruptured when inflated over the rated burst pressure. The device was completely removed and another of the same balloon was used for successful post-dilation. The second lesion was 85% in-stent restenosis of the severely calcified and mildly tortuous proximal left anterior descending artery. A 3.50 x 15mm nc emerge balloon was introduced for dilation, but after 2 inflations, the balloon ruptured when inflated over the rated burst pressure. The device was completely removed and another of the same device was used to complete the procedure. There were no patient complications.